Event description:
The customer reported 2 out of 3 wires in the a/c power module were broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported 2 out of 3 wires in the a/c power module were broken. There was no reported patient involvement. The customer ordered a replacement power module. Replacing the a/c power module resolved the reported issue.